Manufacturer narrative:
On (B)(6) 2017 received additional analysis on data received. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available trend curves demonstrated a decrease of the pr amplitude from 11 mv down to 2 mv in (B)(6) 2016, consistent with the observation reported in the complaint description. Based on the event description and the provided data a dislodgement of the lead is most likely. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - eight days after implant, low sensing was detected. The radiographic testing confirms dislodgement. On (B)(6) the lead was repositioned. It is noted that during the repositioning procedure, the screw of the lead was retracted after about 30 turns. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.